Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high at 500 mg/dl. Customer thought that she did not complete the loading process when she changed the infusion set. Customer successfully completed loading the pump. Customer stated that there was a black dot on the screen of the pump. Customer was advised to complete the priming process. Customer stated that she thinks that she has not gotten insulin since the afternoon. Customer declined troubleshooting for her high blood glucose.